Event description:
It was reported that at initial implant, the physician experienced positioning difficulty when placing the lead. An acceptable position was found, and the lead was implanted. Approximately two weeks later, the system was exhibiting oversensing of noise, with an unknown cause. Inappropriate therapies were delivered, and there was one vf detection without therapy delivery due to "episode termination during charging." As the physician suspected a lead fracture from the above-referenced positioning difficulty, the lead was electively explanted and replaced. During the lead revision, the physician noted "bloody liquid" in the grommet. Additionally, the grommet showed "signs of damage." The device was also explanted and replaced. No patient complications were reported as a result of this event, and the patient's status was reported to be stable following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available, due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; grommet damage observed. (B) (4) no anomalies found; full lead returned. Visual analysis noted that there were two sets of setscrew marks on the is-1 pin. Both sets of setscrew marks on the is-1 pin were too proximal, indicating the lead was not fully inserted into the device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available, due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; grommet damage observed. (B) (4) no anomalies found; full lead returned. Visual analysis noted that there were two sets of setscrew marks on the is-1 pin. Both sets of setscrew marks on the is-1 pin were too proximal, indicating the lead was not fully inserted into the device.